Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professionals (hcp) reported injecting a patient with juvéderm® voluma¿ with lidocaine, juvéderm® volux¿ and with juvéderm® volift¿ with lidocaine in the ¿ck1, ck2, ck3, jw1, c1, c2, sn.¿ two days post injections, the patient experienced edema and redness at the eyelid/periorbital area. The patient was treated with ¿prednisone 5 days (60-60-30-30-30), 6th day 15 mg + antihistamines.¿ hcp advised this also happened a year before with an unspecified dermal filler. Symptoms are ongoing.